Manufacturer narrative:
The device was manufactured october 12, 2016 ¿ october 13, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the device did completely infuse; an unspecified amount of drug remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.